Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4 and h6. Corrected fields: d9 - device availability. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. Error was cleared by disassembling/cleaning the light source and replacing the connector. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) occurred because communication failure occurred due to some kind of dust or dirt. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed error code b30 (communication or transmission problem). It is unknown when issue occurred. There were no reports of patient involvement.